Event description:
It was reported when using the bd needle 25ga 1in, the device experienced leakage and clogged/blocked product. The following information was provided by the initial reporter. The customer stated: this is a report about leakage of vaccine solution from the connection between the needle (bd's product) and the syringe hub (non-bd's product). The customer reported as follows: during im injection, the hcp felt resistance, and then saw the solution leaking from the connection between the needle and the syringe hub. This hcp is well skilled in im injection of vaccines and we predict that this issue may be due to needle clog (rubber piece from coring) arising after aspiration because the vaccine solution could be aspirated, or syringe needle connectivity issue.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-24. H6: investigation summary a device history record review was completed for provided lot number 201005. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a g25 needle attached to a non-bd syringe was returned for evaluation by our quality engineer team. Liquid was drawn up for a functional test and no signs of leakage were observed. Therefore, the sample analysis was unable to replicate or confirm the customer¿s reported issue. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd needle 25ga 1in, the device experienced leakage and clogged/blocked product. The following information was provided by the initial reporter. The customer stated: this is a report about leakage of vaccine solution from the connection between the needle (bd's product) and the syringe hub (non-bd's product). The customer reported as follows: during im injection, the hcp felt resistance, and then saw the solution leaking from the connection between the needle and the syringe hub. This hcp is well skilled in im injection of vaccines and we predict that this issue may be due to needle clog (rubber piece from coring) arising after aspiration because the vaccine solution could be aspirated, or syringe needle connectivity issue.